Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they were feeling some vibrations in their chest, jerking in their arms and body, and their head was hurting. The patient also noted that they had been dealing with headaches. The patient further stated that during the implant procedure, the physician "cut out their artery". The patient also stated that during this procedure, they "flat lined twice (coded)" and hemorrhaged necessitating eight pints of blood. The patient further continued, stating that post surgery, they had issues with blood clots in the lungs and legs along with nerve issues. The cardiac resynchronization therapy defibrillator (crt-d) system remains in use. No further patient complications have been reported as a result of this event.